Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk space was low via log file analysis. During troubleshooting, the fse identified that the third party biomed failed to correctly calibrate detector during routine maintenance and loaded ghost to the system while detector was not in a calibrated state which corrupted the imaging drives. The fse cleared the technical event log and error statistics and recreated image store. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. The user failed to correctly calibrate detector during routine maintenance which resulted in low image disk space. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the image hard disk drive space was low, which can impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.